Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The sealant sleeve remained in the distal end of the shuttle cartridge. When an attempt was made to advance the shuttle, significant resistance was noted. Incision was made on the shuttle cartridges to expose the sealant. The sealant grip tip was found stuck to the polyimide shaft and blood was observed on the full length of the sealant. The blood on the sealant may have contributed to the jam, but it cannot be conclusively determined. In addition, if the device was exposed to an elevated temperature, the sealant may adhere to the polyimide shaft, which could lead to device jam. The review of the lhr (lot f1329403) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined.

Event description:
The following information was reported: device jammed before shuttle made it to procedure sheath. Deployment was aborted and manual pressure held for 20 minutes with no complications. The patient was not hospitalized. Procedure: coronary.